Event description:
Customer reported blood glucose results of 238 mg/dl and 107 mg/dl within 10 minutes on active system. Customer was using expired strips, which is against MFR's labeling. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.